Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a display issue. There was no patient involvement.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 1218950-2015-05643 was submitted. Please see the corresponding reports for evaluation data.